Manufacturer narrative:
Result of investigation: all these c-mac blades are defective due to washed out adhesive spots on the lenses. All blades have been used intensively and are worn out. Furthermore, there are corrective and preventive actions ongoing (capa24-0027) to address this situation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that light is not bright enough. No harm to patient, user or third parties reported.